Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer reported that they received erroneous troponin t sensitive results for one patient. The patient was admitted with the symptom of chest pain. At 11:00, the patient was tested and had a negative result. At 16:00, the patient was tested and had a negative result. At 23:00, the patient was tested and had a negative result. At 2:00, the patient died. The physician concluded that the cause of death was myocardial infarction. The physician confirmed that the death was not related to the result from the test strip. No adverse events related to the product were alleged.

Manufacturer narrative:
The customer provided one package of test strips containing two unused test strips and two used test strips. Investigations of the customer material were performed using a native blood sample and a spiked blood sample. The native blood sample tested negative and the spiked sample tested positive using the customer material. The used test strips were visually inspected and showed the presence of a visible detection line. The detection line is very faint, but the package insert describes that results are positive even if the detection line is very faint.